Event description:
A customer reported to olympus, the evis eus ultrasound bronchofibervideoscope when plugged into the computer the screen will not come on. The event occurred during preparation for use. There was no report of patient harm.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of screen not displaying was confirmed. In addition, the bending section cover glue was cracked. The scope connector had fluid invasion. The image olympus endoscope system was not able to be checked. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Updated: g2, h6, h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported no image issue could not be identified, however, the issue was likely the result of a faulty video cable circuit board. Olympus will continue to monitor field performance for this device.